Manufacturer narrative:
The customer reported getting vacuum over limits errors and discovered a small puddle (~4" diameter) under the right side of the instrument on the counter. Service was onsite on (B)(4) 2011. The field service engineer (fse) found the wash tower was overflowing. The fse replaced the vacuum valve and verified system performance to published specifications. Hardware has been determined to be the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) a liquid leak from access 2 immunoassay analyzer. There were no reports of injuries or exposure to hazardous liquids to users or lab visitors. There was no effect to patient or user.